Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous common iliac artery. An express vascular ld, 8.0x40x75cm stent advanced to the target lesion and came into contact with the tip of a non bsc 6f guiding catheter. The express stent dislodged from the balloon and floated in the vessel over a non bsc guide wire. The express stent was successfully snared and the procedure was completed with a 9mm express ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).